Event description:
The customer reported that they do not recall hearing an extreme low pressure alarm for bed 32 on (B)(6) 2014 between 1500-1630 resulting in a death of a pt.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.